Event description:
It was reported that pump displayed malfunction alarm code 12 multiple times, with at least three occurrences noted before customer contacted technical support, and there were no notable events prior to the malfunction. There was no adverse impact to the customer¿s blood glucose level. Customer contacted technical support for assistance and was arranged replacement pump by technical support, with no additional information provided regarding any further outcome.